Event description:
Falsely depressed sodium (na) results were obtained on two patient samples. The results were reported to the physician who questioned the results. The samples were repeated and higher results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of the falsely depressed sodium results. There was no report of adverse health consequences as a result of the falsely depressed sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results is bias caused by the use of a dilution check solution bottle with only 1/3 volume left in the bottle. The customer had used a bottle of dilution check solution that contained less than the required residual volume. The dimension rxl max hm operators guide warns: "never use dilution check solution from a bottle that has less than one inch of fluid remaining in it." The siemens healthcare diagnostics technical solutions center representative directed the customer to replace the imt sensor, open a new dilution check bottle, and run to correct the dilution check factor. This corrected the imt dilution bias. The instrument is performing within specifications. No further evaluation of the device is required.